Event description:
It was reported by the sales representative that the cusanxt console had not been working right. The customer has tried the 24 micro handpiece and they do not get misting. They have also tried the 24 neuro short handpiece and they get too much irrigation. The procedure was for a craniotomy for a tumor removal on a (B)(6) male patient. The product problem did cause a delay in surgery. It was reported it probably added an hour onto the case. There was no harm to the patient. The tumor was removed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.